Event description:
The explanting facility will not be returning the device per their policies. No additional relevant information has been received to date.

Event description:
Clinic notes were received from the patient's physician indicating that the patient had experienced an increase in seizures over the past two months from (B)(6) 2016. A diagnostic test revealed that the generator was not near end of service and the impedance value was ok. However it is unclear if the test performed was a system diagnostic test or a normal mode diagnostic test therefore the impedance value of the lead could not be determined. The physician has not provided an assessment as to what caused the patient's increase in seizures although it was noted that the patient's seizures increased briefly after a flu shot. Therefore it is unclear if the increase in seizures is related to vns therapy or if it is caused by another contributing factor. To combat the increase in seizures the physician elected to increase the patient's medications and to refer the patient for a generator replacement. The patient underwent generator replacement surgery. The explanted generator has not been received to date. No additional relevant information has been received to date.